Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange from textured to smooth due to patient's concern with the device.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device and later added "ruptured left implant during the operation, thin capsules." The reported events fibrocystic breasts, multiple cysts" are considered non-device related. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side implant exchange. From textured to smooth, due to patient's concern with the device. And later, added "ruptured left implant, during the operation, thin capsules". The reported events fibrocystic breasts, multiple cysts" are considered non-device related. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell underweight, crease fold, wear abrasion. A microscopic analysis was performed, which identify a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the anterior side assessed, as unidentified (tear) opening.